Event description:
It was reported that "product failure". Additional information received states "the stapler failed while the surgeon was using it. It would fire one staple and then fail to fire the next. One staple became jammed in the device and then an odd noise occurred upon firing. A new stapler was opened to complete wound closure. Wound closure was delayed due to malfunction". No patient harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.